Event description:
It was reported that a spectrum pump was "going black and just shutting off for no reason", while infusing non critical medications. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.